Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the leads were reversed in the header. The leads were connected to their appropriate ports. The device remained implanted.